Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate the complaint device was received and evaluated. Visual inspection revealed that the fittings are not secured into the bulb. The devices were and tested. The fittings in the ends of the bulbs where not glued properly per the drawing and could be slid into and out of the bulb. This would allow the saline solution to leak from the bulb when it was squeezed. This compliant can be confirmed. A nc was opened to track this failure. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed two similar and one dis-similar complaints for this lot of devices that were released to distribution. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales rep reported via phone that the customer's 1113 gravity tube set was leaking where the bulb and tube connect prior to a shoulder scope. The case was completed with another like device. There were no patient consequences or delays. The device is being returned.